Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple patient lines were discolored. Reportedly, the contact was unsure why the patient lines were discolored. However, the contact stated that it could have been dye rubbing off from a belt that holds the pump. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded and insulin delivery was resumed to address the events.